Event description:
A customer contacted beckman coulter inc (bec) to report left probe sample syringe leak on the unicel dxc 880i synchron access clinical system (full system). The leaking fluid was wash buffer solution. No erroneous results were generated. No injury or exposure was reported.

Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) replaced the syringe assembly and the drive on the system which was an old style tecan drive. This resolved the issue. Fse primed system and no leaks were observed. (B)(4).